Manufacturer narrative:
(B)(4). D10: 42522100410 - articular surface medial congruent (mc) right 10 mm height use with tibia sizes c-d/cr femur sizes 6-7 - 65397043 . 42540000032 - all poly patella cemented 32 mm diameter - 65584857. Unknown - unknown cement - unknown. 42532006402 - tibia cemented 5 degree stemmed right size c - 65342045. 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 65455255. H6: suggested component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial right total knee arthroplasty. Subsequently, the patient developed pain, swelling, loss of flexion and mobility, and was found to have a nickel allergy. Approximately 2.5 years post-op, the patient was revised to nickel free implants. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no evidence of infection, implants well aligned, patient had excellent rom and stability. Positive nickel allergy test report supplied. The IFU lists nickel as a material in the composition of the implant material and also states that nickel, is classified as a skin sensitizer 1: sensitization or allergic reaction to users and/or patients. The IFU states do no use in patients with suspected or confirmed metal sensitivity or allergy to the metals utilized in the manufacture of the subject device. The root cause can therefore be attributed to a failure to follow instructions. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.